Event description:
It was reported that the pt was experiencing a change in therapy effect (increased baseline spasticity) and was having withdrawal symptoms. At the time of the report, the pt was going to be admitted to the emergency room and the pt's status was reported as "serious". There was concern that the device might be malfunctioning although there were no alarms. The concentration and daily dose of baclofen being administered via the pump were not reported. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.